Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 173 mg/dl using truemetrix meter and test result reported of 83 mg/dl using trueresult meter. Customer was informed about trueresult meter being discontinued but did not want to continue using the truemetrix meter. Customer's lot of trueresult test strips (ps2236) are not part of recall. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/26/2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history; customer stated he had just bought the meter and ran only one blood test. Memory concerns: one result 173mg/dl customer just bought this meter and he ran one blood results and his blood came back very high for him and he ran a blood on his true result meter and strips (ps2236) and he got such a big difference he did not believe this meter and will not use it and wants it replaced.